Event description:
It was reported that the zimmer electric dermatome handpiece failed. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/14/2001 and was last repaired on (B)(6) 2012 for a non-related issue. Evaluation of the device observed that the motor was erratic and no longer operated after being power cycled. Prior to repair, the device was outside of calibration specification at the zero thickness setting on the left side and the side to side. It was also observed that the motor displayed corrosion on the outside. Improper handling by the user most likely caused the damage to the device and lack of calibration, therefore most likely causing the event experienced by the customer as a result. No information was obtained regarding customer's sterilization practices; however, improper sterilization could have cause the corrosion on the motor. The device was serviced and returned to the customer.